Event description:
Bed scale and some of the led on the control panel wouldn't light up.

Manufacturer narrative:
Technician troubleshot and find footboard connector slightly corroded. Technician cleaned connector and reinstalled footboard, did a function check and bed worked ok. Bed found in the hall way on the second floor. There was no injury or damages associated with the repair.